Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose 445 mg/dl at the time of incident. Customer other relevant blood glucose level was 300 mg/dl, 225 mg/dl, 226 mg/dl. Customer treated high blood glucose with insulin pump. Customer declined trouble shooting for high blood glucose. Customer was unable to enter auto basal. Customer was advised navigate to the auto mode readiness screen. The device will not be returned for analysis.